Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of dyspnea, mitral valve insufficiency/ regurgitation, pulmonary edema, heart failure and atrial fibrillation as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. All available information was investigated and a conclusive cause for the single leaflet device attachment/slda cannot be determined. The reported mitral valve insufficiency/regurgitation, dyspnea, atrial fibrillation and heart failure were a result of slda. A conclusive cause for pulmonary edema could not be determined. The reported requirement of medication due to the reported pulmonary edema and hospitalization were a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr). Two clips were implanted, reducing mr from grade 3 to grade 1. On (B)(6) 2021, the patient was admitted to the hospital with worsening heart failure, dyspnea, paroxysmal atrial fibrillation, lung edema requiring medication. One of the clips detached from the posterior leaflet and remained attached to the anterior leaflet, (slda) and mr increased to 3. No additional information was provided.